Manufacturer narrative:
(B)(4). The customer returned one psi sheath for evaluation. Visual inspection was performed and no issues were identified. Functional testing was performed by connecting sheath sidearm to the lab leak tester and clamping off the distal end of the sheath. There should be no liquid leakage from the hemostasis valve in the form of a falling drop when tested at 5.51 to 6.09 psi. The leak tester was turned on and the pressure was increased to 6 psi and held for 30 seconds. No leaks were observed. A device history record review was performed and no relevant findings were identified. The customer reported issue of the psi sheath valve leaking during use was not confirmed during the sample investigation. Visual and functional inspections were performed and no issues were identified.

Event description:
The customer alleges a leakage from the inside part of the hemostasis valve sheath during use. No problem was detected during flushing test prior to use. A new kit was opened.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a leakage from the inside part of the hemostasis valve sheath during use. No problem was detected during flushing test prior to use. A new kit was opened.